Manufacturer narrative:
Section b1 - corrected selection from product problem to adverse event. Section b2 - updated to hospitalization (initial or prolonged). Section h11 update - supplemental was filed to change the MDR from a malfunction to an adverse event. The customer did not provide any evidence of the extent of harm to user or if they required any medical intervention but out of an abundance of caution the MDR has been modified what the customer reported.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door had physical damage and needed to be replaced. The affected door was replaced to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system tower door's glass broke and fell on the user's foot causing an injury. The customer reported that the user underwent an x-ray in the emergency room. The extent of the user's injury was not disclosed.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 31-dec-2021 to 31-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the tower doors' glass broke and fell on users' foot causing an injury. A field service engineer replaced the broken door to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system tower door's glass broke and fell on the user's foot causing an injury. The customer reported that the user underwent an x-ray in the emergency room. The extent of the user's injury was not disclosed.